Manufacturer narrative:
Investigation summary: no samples were received. Two photos were provided. They show a 1ml syringe and two needle assembly packaging blisters one is for a 30x ½ and other for 18x 1 ½ fill needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause description: root cause for the reported issue cannot be determined as samples would be needed for evaluation. Rationale: CAPA not required at this time.

Event description:
It was reported that silicone oil droplets and metallic flakes were observed in eyes after ocular injection causing inflammation with a bd precisionglide¿ needle. There were 5 occurrences of foreign matter (silicone oil droplets and metallic flakes) and 4 instances of inflammation during use. Patient information is unknown. The following information was provided by the initial reporter: (3 of 4 complaints) it was reported that silicone oil droplets and metallic flakes were observed in patients' eye after ocular injection which caused several cases of inflammation in the eye. The auxiliary material was provided from ancillare and manufactured at bd. They observed after ocular injection using the syringes and needles provided from bd, silicon oil droplets and metallic flakes in the eye of the patient. These observations were connected with an inflammation of the eyes of patients. Furthermore we were notified that it can be a general issue that silicone oil droplets are extracted from the syringe onto the product dosed.